Event description:
Labels were incorrectly applied to the poly insert pouches. The pouch labels did not match the insert size within the pouch. All pouches were labeled with the correct serial number. All inserts provided were the correct size and correct serial number.

Manufacturer narrative:
Labels were incorrectly applied to the poly insert pouches. The pouch labels did not match the insert size within the pouch. All pouches were labeled with the correct serial number. All inserts provided were the correct size and correct serial number. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification. Label retains indicate that the correct poly insert labels were present. It appears that the labels were applied to the wrong pouches within the kit.